Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead lock (stimloc) was found no slot during the surgery and it could not be used normally. The surgery was completed by replacing it with a new lead in the hospital. The patient is currently under hospitalization for observation. The lead will be returned.the lead lock (stimlock) was a medical contaminated product and had been recalled by the hospital. 2020-11-30 e1 ared_update (for, rep): additional information was received reporting that the device was discarded as medical waste. There was no concave-convex groove at the interface of the stimloc, so it could not be screwed. It was blood stained when explanted after the device was implanted in the patient.